Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "while punching the keel for the tibial baseplate, the 4-6 punch fractured."